Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that he was involved in a motorcycle accident, resulting in loss of a limb on or before (B)(6) 2015. Patient reported that he was not wearing dexcom equipment at the time of the accident. Patient reported being very pleased with dexcom equipment's overall performance. Patient reported that the motorcycle accident was not diabetes related. Patient reported that a vehicle pulled out in front of him while he was on his motorcycle. Additionally, patient reported being in rehabilitation at this time and not able to wear dexcom equipment. Patient is undergoing hyperbaric treatment, preventing the use of dexcom system. At the time of contact, patient reported current condition as being good. No additional event or patient information is available. There was no alleged device malfunction. The complaint states that the patient was involved in a motorcycle accident on or before (B)(6) 2015, resulting in loss of a limb. Patient reported rehabilitation as being the reason for not currently using dexcom device.

Manufacturer narrative:
(B)(4).